Event description:
Additional information received reported that no abnormalities were observed at the patient¿s implant site. No actions/interventions were taken to resolve the pain, bulging and swelling around the ins. As of (B)(6) 2017 no pain, bulging or swelling had been reported to the patient¿s healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that the implantable neurostimulator (ins) hurts a lot and they were nauseated all the time. It started about 8 months prior to the report and gradually worsened. They could not eat and were living off salad and fruit. The symptoms were noted to be gradual. The patient stated they would follow up with their healthcare provider. The ins indication for use was not clear at the time of the report. Additional information from the patient reported they had not notified their physician yet and had appointments set up with their healthcare providers (hcp's) on (B)(6). They stated that the pace-making hurt and it bulges out swelling around the pacemaker. They had nausea and could not eat. They took nausea pills and they were going to see their hcp on (B)(6). The issue had not been resolved.